Event description:
On (B)(6) 2013, the patient was implanted with a conformable gore tag thoracic endoprosthesis for penetrating aortic ulcer, type b uncomplicated aortic dissection and intramural hematoma repair. The patient tolerated the initial procedure. On (B)(6) 2013, the new, true descending aortic dissection was identified distal to the device. The physician is monitoring the patient. No further adverse events have been reported.

Manufacturer narrative:
A review of the manufacturing record for the device is being conducted.